Manufacturer narrative:
The astral device was returned to resmed for an investigation. The top case was replaced to address the inoperable touchscreen. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported inoperable touchscreen was due to an assembly issue during manufacturing. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an inoperable touchscreen, defective main circuit board and a leak in the pneumatic block. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The pneumatic block and the main circuit board were replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an inoperable touchscreen and a leak in the pneumatic block. There was no patient harm or serious injury reported as a result of this incident.